Event description:
On 01/2002, the user facility's nurse informed the MFR's sales rep of the following: catheter snapped and became loose in the body. Each snapped about 5-6 inches from the device near the subclavian.